Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming with the device history record results.

Event description:
As reported, the dpt (disposable pressure transducer) provided pressure values that were 20 to 30 mmhg higher than the real values. No alarm or error message was displayed. The device was used with the dr&#263;ER infinity delta monitor, which was inspected by dr&#263;ER and no failure was found. All cables were checked without finding any failure. The dpt was exchanged for another one and the problem was solved. Although the patients were treated according to the inaccurate pressure values, there was no allegation of patient injury. The affected dpt was discarded by the hospital and is not available for evaluation.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.